Event description:
Customer reported via phone call that there is a motor error alarm. The blood glucose reading is 358 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed during the rewind due to a motor encoder signal out of phase. The insulin pump passed the prime test and the basic occlusion test. The excessive no delivery alarm test and occlusion test could not be performed due to the motor error alarms. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.